Event description:
A (B)(6) female who presented to ed with thrombosed hemodialysis graft in her left thigh. During the procedure, a stent graft was placed into her graft. The tip of the delivery system broke and did not come out of the body with the rest of the system. The remaining portion is a very thin wire made of inert metal. An additional stent was placed to trap the piece against the vessel wall and prevent embolism or thrombus formation. FDA safety report ID# (B)(4).